Event description:
Event became reportable based upon analysis completed on 2/26/2008. It was reported that during an unspecified procedure, a shaft kink occurred. The lesion location was not specified. A non-bsc 7f sheath was used to gain access to the lesion. The sentinol self-expanding nitinol biliary stent system was advanced to the lesion, and the stent was successfully deployed. During withdrawal, it was noted that either the .035 amplatz guide wire (unk MFR) or the stent delivery system (sds) kinked. Subsequently, the devices were removed as a unit. The physician advanced another guide wire to regain access, and completed the case. No pt injuries or complications were reported. Pt status is listed as "fine". Analysis revealed that the sds was stuck on the guide wire.

Manufacturer narrative:
Returned product analysis could not verify the shaft kink reported in the complaint. However, it did reveal shaft damage, and that the catheter had froze on the guide wire. The delivery device was received without the deployed stent and damage was observed on the shaft. The original guide wire was engaged in the lumen of the catheter. Visual and microscopic examination of the exposed sections of the guide wire did not reveal any damage or abnormalities. The guide wire could not be removed from the catheter without further damaging the catheter. The catheter revealed axial compression damage ( accordion folding) located on the shaft 34.5 centimeters distal to the edge of the outer hub and 3.7 centimeters in length. Visual and microscopic examination of the material surrounding the shaft damage did not reveal any inherent material deficiencies that would have contributed to the damage. The shop floor paperwork for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. There is insufficient info to determine an exact root cause for the catheter locking up on the guide wire, therefore, the most probable root cause is determined to be considered caused by other device.